Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the mtm. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported failure. The magnet on the mtm was not in the lever properly, causing the instrument not to function. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon was not able to take control of instruments controlled by the right master tool manipulator (mtm). The same issue occurred with universal surgical manipulator (usm) 3 and 4. The external pitch and insertion worked initially, but not grip or wrist movements. The technical support engineer (tse) asked the caller to reseat the sterile adapter on usm4 without success. The tse also asked to try a different instrument on usm4 without success. The caller stated the surgeon was not able to go into following mode with usm 3 or 4. The tse reviewed the error logs and did not find any related errors. The swap pedal was used correctly. The tse guided the caller through a system power cycle without success. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 9-mar-2022 and obtained the following additional information: the right mtm did not work and the surgeon could not finish the procedure with only the left hand. The procedure was converted to videothorascopy. The videothorascopy was performed with the same ports and cannula. The patient tolerated it well. There was no harm to the patient. The system was inspected prior to use and it worked properly prior to the issue. The issue happened suddenly and the surgeon did not know why. There were no issues with the mtm during setup. Prior to draping, one of the blue fiber cables was not properly connected to the patient side cart (psc). The issue was fixed and the system worked after a restart. There were no issues with port placement. There were no outside influences impeding the movement of the system. They tried different instruments and reseated the drape. The procedure was 80% completed when the issue occurred. The patient did not experience any post-operative complications. There is no video available for review. The patient-related information was not provided.